Event description:
It was reported that during follow up 3/23/17 patient complained of pain and surgeon noticed the broken plate. Revision surgery was performed and a broken plate was removed.

Manufacturer narrative:
Please see attached file for the results of our investigation. (B)(4).